Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. Dexcom representative advised the patient to reset the device which was unsuccessful. Next, dexcom representative advised the patient to replace the sensor which was unsuccessful. No additional patient or event information is available.